Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. Evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the code nor the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. There is no indication of product return at this time, but additional information was requested.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. Evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the code nor the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. There is no indication of product return at this time, but additional information was requested. Additional information was received from the field. The hospital did not release the device for return and analysis.

Manufacturer narrative:
If the product is returned, analysis will be performed, and this report will be updated at that time.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Consequently, the physician decided to explant and replace the device. Evidence suggests that no request was made to have data from this device analyzed prior to the explant procedure in order to confirm the code nor the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. There is no indication of product return at this time, but additional information was requested. Additional information was received. The product was released by the hospital, and it is expected to return to boston scientific for analysis. The device was returned for analysis.